Event description:
Monitor fell from stand. Two 4mm screws holding monitor to mobile floor stand snapped. There was no reported patient involvement.

Manufacturer narrative:
Device was modified by the user instead of being returned for evaluation and repair. Device was not returned for evaluation. Conclusions: no similar failure report have been received.